Event description:
A malfunction was reported on the pump, identified by malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.